Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: rn was doing line change for tpn and lipids. Rn primed tpn through the b braun pump twice because air bubbles kept coming. This was witnessed by another rn. After this no more air bubbles were seen, tpn and lipids were scanned and started 30 minutes into infusion, the pump starts alarming that there is an air bubble. Rn checked line and found a air bubble (size of an eraser to a mechanical pencil) it was directly above the quad set. Rn stopped tpn, notified charge rn and primed tpn again (disconnected from patient) to get air bubble out and restarted tpn. 10 minutes later the pump alarms again for air bubbles. Rn could not find air this time. Rn got the charge rn and another rn, rn to come to bedside air bubbles were found in the line inside of pump. Rns had to pull the line out of the pump, prime again to get the bubbles out.